Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable. The customer's blood glucose level was 100-115 mg/dl. Eportedly, the customer continued to use the pump for insulin therapy.